Event description:
It was reported that the patient presented for follow-up with the device unable to pair with the transmitter. It was discovered that the implantable cardioverter defibrillator was in backup operation. No adverse patient symptoms were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.